Event description:
Caller alleged discrepant inratio inr results.results are as follows:date inratio inr (B)(6) 2015 >7.5 and 3.5the time between testing was five (5) minutes. Reportedly, multiple finger sticks performed on the same finger. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.